Event description:
Philips received a complaint on the v60 ventilator indicating that the liquid crystal display (lcd) did not turn on when the device was powered on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site on 22may2026 and confirmed the lcd issue. The fse checked all of the connections and cables prior to replacing the lcd assembly. Following the part replacement, the fse completed a performance verification test (pvt), which the device passed, confirming a return to full functionality for the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunction was confirmed by an fse. The likely cause of the malfunction was determined to be a faulty lcd assembly.